Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the abdomen. The patient was asymptomatic prior to loss of consciousness. She experienced low alerts frequently the night prior to the event. She received a low alarm but "was not able to notice it." According to documentation, "readings were accurate that time but the patient was just not aware of the notification or unable to hear it." She attempted to eat, but experienced loss of consciousness. No bg was taken at that time. Paramedics were called by a friend, and upon their arrival, the bg was 43 mg/dl while the cgm reading was 75 mg/dl. At some point, the value was noted to be 31 mg/dl. The hypoglycemia was treated with an unspecified IV the bg rose to 225 mg/dl. The patient was transported to the hospital and released the same day. The inaccuracy continued with bg 90 mg/dl while the cgm reading was 150 mg/dl and bg 88 mg/dl with cgm reading 170 mg/dl. There was no documentation of further medical evaluation or intervention for hypoglycemia. The patient declined to provide any additional details about the event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b, c zone of the parkes error grid. No additional patient or event information is available.